Event description:
Reporter alleged, the customer obtained discrepant blood glucose of 305 mg/dl back to back with a result of 141 mg/dl when testing was performed less than 10 minutes apart on the aviva system. Reporter indicated that he was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.